Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub technician reported that following an intraocular lens (iol) implantation, the iol was removed. The clinical reason for the removal was reported as "wrong power". Additional information was provided indicating that the lens was exchanged for a different model (non-toric) with the same power.